Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this device was behaving in a manner similar to recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Correction: no allegation of a code 1003 was reported for this device. It was reported that this pacemaker was suspected to exhibit premature battery depletion. The data analysis showed the device battery to be depleting more quickly than expected. This device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device was behaving in a manner similar to recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.